Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use an evercross balloon to treat a severely calcified lesion with cto (chronic total occlusion-100%) in the mid- superficial femoral artery (sfa). The vessel presented moderate tortuosity. IFU was followed and the device was prepped with no issues noted. It was reported that a pin hole balloon burst during inflation to 8 atm. All fragments were retrieved from the patient. The procedure was completed with another balloon. No injury was reported.

Manufacturer narrative:
Additional information: contrast and heparinised saline were used to inflate the balloon. No issues were noted when withdrawing the balloon from the patient. The procedure was completed by carrying out a planned stenting and then ballooning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.